Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was lubricated and a full filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a " generator error". This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.